Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he recently had a blood glucose level of 478 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.